Manufacturer narrative:
Batch review performed on 09 june 2023. Lot 2000558: (B)(4) items manufactured and released on 17-march-2020. Expiration date: 2025-03-08. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs département. About 2 years after primary cemented tka the tibial component gets loose and needs replacement. There is no indication, in the information received, that the loosening may be due to a defect in the implanted components, and from the images received we cannot identify a clear cause. Aseptic loosening is a possible adverse event following tka, reported in literature and mentioned in the instructions for use.

Event description:
At about 2 years 4 months after the primary, revision surgery for cemented tibial tray loosening. The surgeon revised successfully. The system to revision.